Event description:
This lead was implanted on (B)(6) 2008. And was capped on (B)(6) 2013, due to advisory/recall. The physician was dr. (B)(6) at (B)(6). No other information is available. Additional information received on 01/25/2013 states that the patient had an externalized riata lead and was capped, due to placement difficulty in patient anatomy. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).